Manufacturer narrative:
No product malfunction. Evaluation: results: visual inspection of the returned product found the lens optic torn. There was evidence of reddish residue.

Event description:
The reporter stated inserted an aq5010v silicone three piece lens as a piggy-back lens onto another lens. The reporter stated the surgeon twisted the lens while inserting and the lens inserted upside down. The lens was cut to remove with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the event was due to surgeon error and they are aware that piggy-backing a lens is off-label use.